Manufacturer narrative:
Product analysis: the complaint could neither be confirmed nor reproduced. The device passed all tests. The main printed circuit board (pcb) was replaced, as a preventative. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) stopped working while in use with a patient. It was suspected that there was a fault with the battery level detection. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.